Event description:
It was reported that there was a pump problem where a critical alarm was heard and confirmed by telemetry end of life/end of service (eol/eos) message. The reporter stated they "didn't know the pump needed to be replaced" and stated that their facility was "phasing out the therapy" and they were looking for a healthcare professional (hcp) that will both replace the pump and manage it. Additional information received reported that in (B)(6) 2011 when the patient's alarm went off, "the pump wasn't working and the patient wasn't feeling well, had pain, and no one knew why." No outcome was reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).